Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 7 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to the emergency department on (B)(6) 2018 with complaints of a headache and vision changes. A computed tomography was performed on (B)(6) 2018 resulting in a diagnosis of small subarachnoid hemorrhage along the left parietal and occipital lobe paramedian sulci. The patient underwent a craniotomy with cerebral aneurysm obliteration on (B)(6) 2018 and emergency decompression craniotomy on (B)(6) 2018. The patient will be receiving ongoing care related to this event. No additional information was provided.

Event description:
On 05 may 2018, the following additional information was provided. On (B)(6) 2018, the patient underwent a cranioplasty while an inpatient.

Manufacturer narrative:
Additional information can be found.